Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, brown particles device outer surface and one curved opening. A microscopic analysis and leak test were performed which identified, more than three striated openings and wear abrasion. Fill inspection was performed and identified, no blockage in the valve. Based on the device analysis, the final assessment is: more than three striated openings. Striated in the side anterior/posterior assessed, as surgical damage.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV. Device has been explanted.